Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer performed the load fill tubing sequence with 30 units and no drips of insulin were observed to exit the infusion tubing. The customer's blood glucose level was 72 mg/dl. Tandem technical support (cts) advised the customer to check the luer lock connection. The customer observed insulin leaking at the luer lock and stated an infusion tubing change would be performed to address the issue. Cts educated the customer on the load process and offered a follow up call to ensure the issue was resolved, the follow-up call was declined by the customer.